Manufacturer narrative:
(B)(4). The device history review for the product visistat 35w 6/box, lot number 73j1400213 investigation did not show issues related to the complaint. The device sample has not been returned for investigation at the time of this report. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: during surgery, when stapling the skin, the doctor found that the staples were stuck. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). One (1) stapler from catalog number 528235 visistat 35w 6/box was received used, opened without original package, lot # was not confirmed, and stapler was received with remaining staples. During visual components looked well assembled, however trigger component was pre-activated, one stuck staple (pre-activated) in the tip of the cartridge. Functional inspection: stapler was activated for full activation cycle according to the IFU product "the trigger must be squeezed all the way in". Failure mode was not able to be duplicated with remaining staples. Although; from the sample received it was observed the defect reported by the customer stuck in stapler during visual inspection, the root cause for this issue is considered unknown due to the stapler was received pre-activated; activation cycle was not completed. A functional inspection was performed with the remaining staples & a total of 26 staples were released, the device worked properly. Therefore, a corrective action is not required at this time. In addition, all products are 100% tested by manufacturing and this defect would have been detected during the functional testing.

Event description:
Alleged event: during surgery, when stapling the skin, the doctor found that the staples were stuck. The patient's condition was reported as fine.